Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient confirmed there was no known trauma to the pump and the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/08/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the up button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.